Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 46 mg/dl. The customer was treated with food. The customer was advised to monitor insulin pump and call back it issues persist. The customer also reported that there is a crack about 3/8 coming from the esc to the reservoir window in the insulin pump. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.